Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain, immobility and elevated metal ion levels. It was further reported metallosis and a pseudotumor were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain, immobility and elevated metal ion levels. It was further reported metallosis and a pseudotumor were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain. Operative report further noted a chronic defect in the abductor mechanism during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced and a liner was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain, immobility and elevated metal ion levels. It was further reported metallosis and a pseudotumor were allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reaction.¿ number 14 states, ¿postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08725/ 08726).